Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician predilated the middle anterior interventricular artery with an unk 2.0x20 balloon inflated at 18 atm. The 2.50x28mm taxus liberte' drug eluting stent was advanced, but failed to cross the lesion. The stent "crushed inside" the catheter guide 6f during withdrawal from pt.

Manufacturer narrative:
As the unit has not been returned, technical analysis of the product could not be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.